Manufacturer narrative:
Because the graft was not returned and batch records could not be reviewed, no product-specific defects could be assessed. All manufactured grafts undergo 100% pressure testing and dual visual inspection by lemaitre technicians. The likelihood of an undetected manufacturing defect passing inspection is low. An evaluation by lemaitre clinical advisor(B)(6) is as follows: "based on the information provided in the complaint, the graft was removed after several weeks due to thrombosis. There is no reliable way to assess or compare the consistency of the thrombus without histologic analysis. The light coloration of the thrombus suggests it was likely subacute or chronically organized (approximately three weeks), though it is not possible to determine how long the thrombus had been present in the native vein prior to graft placement. Underlying malignancy with associated hypercoagulability could certainly contribute to thrombosis. However, there is insufficient information regarding graft positioning, native vessel size, or the duration the graft remained in situ prior to thrombosis. Acute perioperative thrombosis is almost always technical in nature. Additionally, reimplantation of a device that has been mechanically thrombectomized is not considered standard of care and should be strongly discouraged, as it is highly unusual." Lot number was not provided by the complainant. Sales and distribution records indicate seven lots (model number ag845m) were supplied to this customer during the possible usage period. All seven lots were reviewed for nonconformances, previous complaints, and manufacturing issues. Based on the documentation and complaint history, there is no indication of a systemic issue with these devices. No further action is deemed necessary at this time. Product quality and clinical performance will continue to be monitored through ongoing quality assurance trending. No related ncmr or CAPA was identified. Lemaitre's current risk controls were determined to be sufficient at this time. Every graft manufactured undergoes 100% pressure testing and is visually inspected by two lemaitre technicians prior to release. Therefore, it is unlikely that a defect would have passed through the inspection process. A root cause can not be conclusively determined based on the available data, but it most likely is due to patient's previous clinical history, or hospital procedure. Artegraft has been studied extensively in hemodialysis. Our extensive literature review (clinical evaluation report) has shown that primary and secondary patency measures for artegraft are comparable to other devices (e.g. Ptfe) used for the same purpose, with published 6-month studies citing primary rates of 35-100% and secondary rates at 70-92%. Many factors, such as patient comorbidities and graft placement on the patient will contribute to the performance of an individual graft and therefore not all outcomes will be the same. Therefore, we are inconclusive about the root cause of this issue. Should further information become available that changes the outcome of this investigation, a follow-up report will be submitted.

Event description:
When initially operated the patient had a then unknown oncological problem. Thus the artegraft thrombectomated now - approximately 3 weeks later. Interestingly the clog in the artegraft is a white fibrinogous thrombozyte clog. Whereas the endogenous vein has developped a "classic black" thrombus. The artegraft has been cleaned (thrombectomy) and reinserted. The medicational treatment has been adapted to prevent this to occure again. It seems that the best medication for the artegraft has yet to be found. In any way is the artegraft "the last resort" for patients otherwise facing amputation or other very complex cases. The only interesting point of this incident is the "way of coagulation" (white fibringenous instead of "normal black blood clot" as medication xaralto was used before - now they are using heparin.